Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to clogged water spray due to debris built up in head of handpiece. No fault found with turbine.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.